Event description:
As reported, during trans abdominal insertion for an unspecified procedure, the blue stop cock of 'cook bakri postpartum balloon with rapid instillation components' dislodged and retained in uterus. Per the initial reporter, it is "not well known" to users that instructions for use include removing the blue stopcock prior to trans abdominal insertion. The stopcock was retained in the patient for 43 hours. The stopcock was passed by the patient and then guided out of the vagina [manually] by nursing staff. The patient experienced short-term pain, resulting in an extension of hospital stay.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4 - lot #: unknown. E3 - occupation: (B)(6); health professional: yes this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: e1 first and last name, e1 initial reporter establishment name, e1 address, e1 city, e1 zip code: r7a 2b3, e1 phone, e1 email. E3 - occupation: regional manager, (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: as reported, during trans abdominal insertion for an unspecified procedure, the blue stop cock of 'cook bakri postpartum balloon with rapid instillation components' dislodged and retained in uterus. Per the initial reporter, it is "not well known" to users that instructions for use include removing the blue stopcock prior to trans abdominal insertion. The stopcock was retained in the patient for 43 hours. The stopcock was passed by the patient and then guided out of the vagina [manually] by nursing staff. The patient experienced short-term pain, resulting in an extension of hospital stay. Reviews of documentation including the quality control (qc) procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for evaluation. Therefore, no physical examinations could be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 'instructions: transabdominal placement, post-cesarean section. 1. Determine uterine volume by direct examination. 2. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix. Note: remove and stopcock to aid in placement and reattach prior to filling balloon. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Based on the available information, no product returned, and the results of the investigation, cook has concluded a definitive cause could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.